Event description:
A family member reported the customer received unspecified low results while wearing an adc freestyle libre sensor when compared to unspecified readings obtained on a competitor brand meter. It was further reported that beginning (B)(6) 2019, the customer experienced symptoms described as dry mouth, frequent urination, and abdominal pain, and on (B)(6) 2019, the customer had contact with a healthcare professional and was diagnosed with hyperglycemia and hydrated with "oral serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported the customer received unspecified low results while wearing an adc freestyle libre sensor when compared to unspecified readings obtained on a competitor brand meter. It was further reported that beginning (B)(6) 2019, the customer experienced symptoms described as dry mouth, frequent urination, and abdominal pain, and on (B)(6) 2019, the customer had contact with a healthcare professional and was diagnosed with hyperglycemia and hydrated with "oral serum". There was no report of death or permanent injury associated with this event.